Event description:
The advocate stated the customer tested her blood glucose using her breeze meter and received several e-8 error codes. The advocate alleged the customer continued to confuse the error code with a blood glucose reading of 83 mg/dl. The customer was taken to the hospital on one occasion because she was shaky, and the hospital tested her blood glucose at 39 mg/dl. There was no mention of treatment, but the customer was most likely treated with glucose. Troubleshooting was not possible as the customer did not have test strips or control solution at the time of the call. The meter was to be returned for evaluation, but the advocate called back later to say the customer had disposed of it. No product will be returned. A new breeze2 meter kit was sent to the customer.